Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the biosense webster¿s inc. Product analysis lab assessed a hemostatic valve separation issue from the video provided by the customer and the device returned condition. It was reported that when starting to prepare the carto vizigo¿ 8.5f bi-directional guiding sheath - small, the dilator did not pass correctly through the valve. The doctor mentioned having a lot of resistance. The carto vizigo¿ 8.5f bi-directional guiding sheath - small was never inserted into the patient, it was decided to change the carto vizigo¿ 8.5f bi-directional guiding sheath - small, and the procedure could be continued without any issue. A video was provided with the described problem. Video transcript: "we're trying... He's forcing." Additional information was received. The resistance was between devices. The resistance did not result in any damage to the sheath, not in plain sight. There was resistance with the sheath when they were trying to put the dilator into the sheath. The resistance did not result in any damage to dilator, not in plain sight. The dilator was not able to move within the sheath. The sheath was no longer used. They replaced it with another vizigo sheath. The dilator was stuck in the sheath due to high resistance. The event was assessed as non MDR reportable for a resistance with sheath issue. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received a video provided by the customer and per the evaluation completion on 26-jan-2023, the hemostatic valve was dislodged inside the hub component. In addition, the biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-feb-2023, the hemostatic valve was dislodged and inside the device. The hemostatic valve separation was assessed as MDR reportable. The awareness date for this reportable finding was (B)(6) 2023.

Manufacturer narrative:
The investigation was completed. A video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, the hemostatic valve was dislodged inside the hub component. This issue could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; however, this could not be conclusively determined. The issue reported by the customer was confirmed based on the video received. The product analysis was performed as appropriate in order to find the root cause of the complaint. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged and inside the device. The valve was removed and microscopic examination of it was performed, revealing that it was ripped. The damage observed could be related to the incorrect insertion of the dilator into the sheath, causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Also, a dimensional inspection without the hemostatic valve/brim cap was performed, and the device was found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The resistance issue reported by the customer can be confirmed due to the conditions observed in the valve. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the video provided by the customer. -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿resistance with sheath¿ issue and the biosense webster inc. Analysis finding of the ¿hemostatic valve separation¿. Manufacturer's reference number: (B)(4).